Event description:
It was reported that the procedure was to treat a right superficial femoral artery and popliteal artery. On (B)(6) 2014, pre-dilatation was performed with a fox sv balloon catheter and a 4.0 x 150 supera stent was implanted. On (B)(6) 2014 thrombosis was confirmed in the entire length of the stent. Dilatation was performed with a non-abbott drug eluting balloon catheter. The patient was discharged on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect thrombosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.